Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert triggered. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance and high thresholds. The lead was reprogrammed. The patient had to go back to their clinic because the lia alert was not turned off. It was noticed that the lead exhibited elevated sensing integrity counter (sic) and was possibly fracture. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.